Manufacturer narrative:
Explant date was inadvertently left out of the initial report.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 3006705815-2019-01975. It was reported that the one of the patient's leads had migrated. In turn, surgical intervention was undertaken to replace the migrated lead. Post-operatively, stimulation therapy was restored. It is unknown which of the two leads migrated, therefore both devices are being reported on.

Event description:
Related manufacturer reference number: 3006705815-2019-01975. Additional information received stated that the lead migration was confirmed via x-rays prior to the revision surgery.